Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted after the lead tip detached from the lead body. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned with the tip missing. Visual inspection noted that the entire tip was missing and the inner coil was extremely stretched. There was evidence of tool marks on the outer insulation in the tip region of the lead. Analysis determined that the damage may have been a result of handling.